Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during review of the device data logs on 1/19/2021, not the reported date of 1/20/2021. However, the device passed bench handling, functional stress testing, and calibration without duplicating the report. The device was recertified and returned to the customer. It's important to note that a false alarm can be triggered during operation in very high vibration environments. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.